Manufacturer narrative:
Date of event: estimated date. The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A definitive cause for the reported recurrent mitral regurgitation (mr) could not be determined. The reported patient effect of mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported recurrent mr could not be determined. Although a conclusive cause for the reported patient effect of mr and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional clip delivery system (cds0601-ntr) referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report recurrent mitral regurgitation, medical intervention, and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. On (B)(6) 2019, one xtr clip was successfully implanted, reducing mr to 1. On an unknown date, the patient returned symptomatic and with increased mr of grade 4. The xtr clip was stable on both leaflets. On (B)(6) 2020, the patient underwent a second mitral clip procedure to treat the recurrent mr. One ntr clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, the mean pressure gradient increased to 6mmhg. The mitral stenosis was not treated. One clip was implanted, reducing mr to 2. There was no clinically significant delay in the procedure. No additional information was provided.